Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller power up with an associated pump start event was logged on (B)(6) 2024 at 07:04:19, indicating a loss of power. The controller was without power for ten (10) seconds. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available for analysis. In addition, log files revealed a motor start event was logged on (B)(6) 2024 at 07:04:29, in which the motor start parameters were atypical. As a result, the reported loss of power and atypical motor start events were confirmed. Review of the alarm log file revealed two (2) low flow alarms were logged on (B)(6) 2024. This is an additional finding, unrelated to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the reported loss of power can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an accidental double disconnect by the patient. Also, review of log file data revealed a motor start event with parameters outside of the typical range. The ventricular assist device (vad) and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system ¿controller 2.0; d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial or lot#: (B)(6); d9: no; h3: no; h4: mfg date: 12-jan-2022; h5: no; h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.